Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was exhibiting some sensing anomolies, which appeared to be myopotential oversensing. A review of the ICD's memory indicated there were 46 non-sustained episodes in a one month period of time. Additionally, there were 6 diverted shocks and 1 delivered shock (considered to be inappropriate). Cpi's technical services department recommended several non-invasive tests to isolate the problem, including reprogramming.